Manufacturer narrative:
Corrected information : it was reported that two days before discharge from the hospital, the patient's pd catheter was removed and the patient was started on hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain. The cause of the events were unknown. The patient was hospitalized on the same day as the onset and was discharged thirty-nine days later. The patient was treated with vancomycin injection (1g, intraperitoneally (ip), for 15 days, frequency was not reported), amikacin injection (80mg, ip, for 15 days, frequency was not reported), fortum injection (1g, ip, for 15 days, frequency was not reported) for peritonitis. On an unreported date, antibiotic treatments were stopped. At the time of this report, the patient has recovered from the events. No additional information is available.